Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported by the patient that between 28 my 2024 to 2 june 2024 ten infusion set fell of during use. The infusion set was in use for 2 hours- 1.5 days. The patient bg level was found to be 165mg/dl. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) device 5 of 10.